Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed as the reported event could not be reproduced. Two 4 fr single lumen groshong catheters returned for evaluation. An initial visual observation showed use residue on the returned samples. Both catheters were flushed and pressurized with a 12 ml syringe of water. Both catheters were found to be patent to infusion and aspiration and no leaks were found in either catheter. A microscopic observation revealed no damage on either of the returned catheters. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when the patient was given the sixth stage chemotherapy of paclitaxel plastisomes for injection according to the doctor's instructions today, when 500ml of glucose injection + 180mg of paclitaxel plastitosome for injection was injected at 12:37, the patient felt that there was a feeling of wetness at the PICC catheterization, and the nurse immediately observed that there was about 0.2ml of milky white exudate at the patient's PICC catheterization, and the surrounding skin was not stinging, red, swollen and ulcerated, and the fluid was clamped immediately. Report to the head nurse, do a good job of protective measures sterile gauze adsorption exudate, normal saline irrigation of the skin around the PICC catheterization, multiple times to give PICC flushing, observation found that the liquid leaked from the upper part of the needle eye, the scale at the eye of the needle 40cm, in order to facilitate the search for the cause, ask for the patient's consent, withdraw 1cm, when flushing again, it was found that there were water beads formed at 39 .8cm of the catheter again, consider the catheter damage, liquid leakage from here, inform the patient of the risk and treatment opinions, the patient agreed, gave PICC dressing change, withdrew to 34cm to trim the catheter, exposed 5cm. Inform dr. That it is recommended to take an x-ray to observe the position of the catheter tip, and take a chest x-ray according to the doctor's instructions, and the results of the chest x-ray show that the PICC catheter can be seen on the chest, and its end is flat at the middle and upper edge of the 4th thoracophyte vertebra. It has deviated from its normal position. It is recommended that the doctor extubate, and the patient has been fully informed of the risk of continuing to be catheterized, and the patient's opinion is sought: extubation after the end of this chemotherapy. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported when the patient was given the sixth stage chemotherapy of paclitaxel plastisomes for injection according to the doctor's instructions today, when 500ml of glucose injection + 180mg of paclitaxel plastitosome for injection was injected at 12:37, the patient felt that there was a feeling of wetness at the PICC catheterization, and the nurse immediately observed that there was about 0.2ml of milky white exudate at the patient's PICC catheterization, and the surrounding skin was not stinging, red, swollen and ulcerated, and the fluid was clamped immediately. Report to the head nurse, do a good job of protective measures sterile gauze adsorption exudate, normal saline irrigation of the skin around the PICC catheterization, multiple times to give PICC flushing, observation found that the liquid leaked from the upper part of the needle eye, the scale at the eye of the needle 40cm, in order to facilitate the search for the cause, ask for the patient's consent, withdraw 1cm, when flushing again, it was found that there were water beads formed at 39 .8cm of the catheter again, consider the catheter damage, liquid leakage from here, inform the patient of the risk and treatment opinions, the patient agreed, gave PICC dressing change, withdrew to 34cm to trim the catheter, exposed 5cm. Inform dr. That it is recommended to take an x-ray to observe the position of the catheter tip, and take a chest x-ray according to the doctor's instructions, and the results of the chest x-ray show that the PICC catheter can be seen on the chest, and its end is flat at the middle and upper edge of the 4th thoracophyte vertebra. It has deviated from its normal position. It is recommended that the doctor extubate, and the patient has been fully informed of the risk of continuing to be catheterized, and the patient's opinion is sought: extubation after the end of this chemotherapy. No other information was provided.